Manufacturer narrative:
(B)(4) did not submit a user facility/importer report to the MFR. Event codes were derived based on info provided by (B)(4). The alleged faulty air/o2 blender was received by (B)(4) on (B)(4) 2010 and routed to the (B)(4)failure analysis lab and staged for eval. Once the eval is complete a follow-up medwatch report will be submitted.

Event description:
The following description of the event was documented by a (B)(4) tech support specialist in response to a phone conversation with a third party service company rep. "[Name removed] called and he said that the blender will not alarm when he disconnects the air source but will when he disconnects the o2 source. The serial number of the blender is (B)(4). Will send him a replacement blender. He also needs an f&p humidifier pigtail. Will send. (B)(4) is the order for the replacement blender as well as the rga for the defective blender".